Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was no image due to corrosion on the electronic position of the ultrasonic-connector. Upon further inspection, it was observed that there was corrosion at the scope-connector due to leakage. It was also observed that the electrical connector had liquid leakage due to deformation, causing corrosion. Lastly, there was corrosion on the scope ID due to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had no ultrasound images. The reported issue occurred during preparation of use for an unknown procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to corrosion on the electronic position of the ultrasonic-connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.